Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome and both the right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.